Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings:visual inspection revealed that the battery compartment was cracked below the bumper pad. During testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. (B)(6)